Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Improper or incorrect procedure or method; excessive force. Guide wire: choice pt x2. Stent: 2.5 x 15, 2.5 x 23 xience v. It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use xience v states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the heavily tortuous, severely calcified mid circumflex artery, after predilatation a 2.5 x 15 xience v stent was deployed in the circumflex artery, then a 2.5 x 23 xience v was deployed proximal to the first stent. It was noted that although they finally could cross the lesion and were deployed, it was difficult to reach the lesion due to the vessel morphology. A 2.75 x 15 xience v stent delivery system (sds) was attempted but could not cross the lesion and was removed. Additional predilatation was performed with a 3.0 trek balloon dilatation catheter (bdc) without incident. A 2.5 x 15 xience v sds was advanced and met resistance and was pushed in an attempt to cross the severely angled vessel, but it could not cross and the stent implant became dislodged in the distal left main. A snare device was used to retrieve the dislodged stent implant without incident. The vessel was rewired with a non-abbott guide wire and a second 3.0 trek bdc was used for additional dilatation without event. A 2.75 x 18 xience v stent and a 3.0 x 20 xience v stent were successfully deployed in the left main without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.